Event description:
It was reported that the right side of a walker was loose and wobbly. The user to fell and had unspecified injuries to her knee and leg. The user did not seek medical attention. Should additional relevant information become available, a supplemental report will be submitted.